Event description:
It was reported that the user¿s breakfast meal was maladapted while using the ilet system, and the user was expected to call for assistance with a factory reset and pairing confirmation of the ilet to the mobile device. Several attempts were made to contact the user for additional information but were unsuccessful. No reported symptoms; insufficient information regarding clinical effects. Outcomes included insufficient information regarding impact to the user. Investigation included attempted communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.